Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the battery compartment was cracked with evidence of moisture contamination observed inside. Due to moisture contamination, the pump was unresponsive with a blank screen, no vibration, and no sound. The leak test confirmed a leak at the battery compartment crack. The pump case was removed and there was evidence of additional moisture contamination inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.